Event description:
It was reported that the lead exhibited rising pacing thresholds as the physician was closing up following the implant procedure. The lead was suspected to have dislodged. The physician was unable to find another suitable location with the lead and opted to use a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.